Manufacturer narrative:
The device is expected to be returned for analysis, however it has not been received, another report will be send when the investigation is done.

Event description:
It was reported that one faradrive sheath was selected for being used, however when physician attempted to draw back, visible air bubbles persisted in the syringe used for drawing back. The device was replaced, and the procedure was completed without patient complications. It was further reported that the air was observed during the case when the physician attempted to aspirate using the syringe, with excessive bubbles noted in the aspiration syringe. No air was observed in the patient.